Manufacturer narrative:
A company svc rep examined the sys and was unable to find any problems with the sys. The solenoid spacers were replaced as preventative maintenance. The handpieces will be sent in for eval. The sys was then tested and met all product specifications. A copy of the directions for use for both the handpieces as well as the asorn article was sent to the facility for awareness of sterilization recommendations and cleaning procedures. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported he has had 7 cases of severe corneal edema which may require corneal transplants. Additional info was requested. Additional info was received, from the clinical director, indicating the surgeon uses a 2.65 diamond keratome, a 45 degree phaco tip, and that these issues may be attributed to the phaco function. The clinical director was unsure if the problem is with the handpiece, the sys, or the surgeon and stated she was unable to provide any pt identifiers. The last event was reported to have occurred about 2 weeks ago. It was also reported that there had been two handpieces that required replacement last week. One of the handpieces was replaced due to a loose tip message and the other would not prime. Additional info, received from a company sales rep, reported that the facility was using a detergent for cleaning all surgical instruments, until 2 months ago, which had a warning on the label for eye irritation. The surgeon performs 10-12 cases per surgery day and uses a 2 plane 2.6 incision. Lidocaine topical anesthetic gel is used on the pt prior to surgery, and miostat at the end of the case. The surgeon uses a two-hand technique. The surgeon began seeing this issue about 8 months ago. The handpieces will be returned for eval.